Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("infection / multiple pid infections"), nausea ("nausea") and diarrhoea ("diarrhea") in a 43 year-old female patient who had essure inserted (lot no. Unknown) for birth control. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted (intra-uterine). On (B)(6) 2022 she experienced pelvic pain (seriousness criterion hospitalisation), pelvic inflammatory disease (seriousness criterion hospitalisation) and diarrhoea (seriousness criterion hospitalisation). An unknown time later she experienced nausea (seriousness criterion hospitalisation) and back pain ("back pain"). At the time of the report, the pelvic pain, pelvic inflammatory disease and nausea were resolving and the diarrhoea had resolved. The reporter considered back pain, diarrhoea, nausea, pelvic inflammatory disease and pelvic pain to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('infection / multiple pid infections'), nausea ('nausea') and diarrhoea ('diarrhea') in a 43-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, the patient experienced pelvic pain (seriousness criterion hospitalization), pelvic inflammatory disease (seriousness criterion hospitalization) and diarrhoea (seriousness criterion hospitalization). On an unknown date, the patient experienced nausea (seriousness criterion hospitalization) and back pain ("back pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, pelvic inflammatory disease and nausea was resolving and the diarrhoea had resolved. The reporter considered back pain, diarrhoea, nausea, pelvic inflammatory disease and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.